Event description:
It was reported that healthcare providers could not perform flush maintenance. It was further reported that the patient later experienced feeling unwell with cardiac problems. Reportedly, tests were negative for cardiac issues; however, upon removal of the port device, the healthcare provider discovered the catheter was detached and had migrated to the pulmonary artery. Reportedly, approximately three months post detachment, the migrated port catheter was retrieved at another facility. There was no reported patient injury post removal of the device.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate investigation summary: one port body, two catheter fragments and one cath-lock were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for complete catheter break at the port stem, as a catheter fragment was found on the port stem with the rest of the catheter separate from the fragment on the stem. The proximal end of the catheter fragment on the port stem was located proximal to middle region of the port stem with the smaller diameter. The cath-lock was not on the port stem and catheter fragment when the sample was returned, and scratches were observed on the cath-lock surface. The break surfaces of both catheter fragments were rough and granular. The break profiles of both fragments matched each other and were uneven and not circumferentially aligned. Multiple holes were observed on the catheter fragment on the port stem. The measurement of the cath-lock was found to be out of specification. The outer diameter of the distal bulbous end could not be confirmed to not be within specification. The break surfaces were observed to be rough and granular, which is consistent with characteristics of the catheter tearing. As the inner diameter of the cath-lock was found to be out of specification, the out of specification cath-lock may have contributed to the observed catheter break by not being able to properly secure the catheter to the port stem and/or not being able to stay properly seated on the catheter and port stem. Per manufacturing, the cause of this condition is supplier related. However, the definitive root cause could not be determined based upon available information.

Manufacturer narrative:
Device: expiration date: 10/2018. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that healthcare providers could not perform flush maintenance. It was further reported that the patient later experienced feeling unwell with cardiac problems. Reportedly, tests were negative for cardiac issues; however, upon removal of the port device, the healthcare provider discovered the catheter was detached and had migrated to the pulmonary artery. Reportedly, approximately three months post detachment, the migrated port catheter was retrieved at another facility. There was no reported patient injury post removal of the device.